Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. This report is for an unknown screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction internal fixation with the screws and the clavicle plate (product code: 04.112.625s) for a clavicle diaphyseal fracture. Lag screws could not be used because there was a third bony fragment in the diaphysis. Therefore, the surgeon decided to perform bridging suture for both sides and inserted the four va locking screws each for lateral side and medial side. The surgery was completed successfully without any surgical delay. On (B)(6) 2022, x-rays showed that the four screws were broken at the lateral screw heads. The patient did not feel the pain. Callus is confirmed and there is no dislocation for now, so the surgeon plans to control the patient¿s movement a little and follow up the patient. This report involves one unk - screws: trauma. This is report 1 of 4 for (B)(4).